Manufacturer narrative:
Investigation summary: customer returned (11) 1cc, 8mm, 31g syringes (1 loose, 10 in a sealed poly bag) from lot # 8337920. Customer states that the needle bent when it was inserted into the injection site. All returned syringes were examined and the loose sample exhibited a bent cannula. All sealed samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications for the sealed samples. A review of the device history record was completed for batch# 8337920. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: user error. Bent during use of the product by the customer.

Event description:
It was reported that no medication was delivered during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "needle bent when inserted into injection site. Consumer then tried to press out the insulin and used another syringe for injection." 1 of 3 complaints.